Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged shortness of breath and being diagnosed with ild (interstitial lung disease). Medical intervention was continuous oxygen. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to sound abatement foam and became degraded and caused shortness of breath and being diagnosed with ild (interstitial lung disease) medical intervention was continuous oxygen. Pms comments: this notification was reviewed by the pms clinical expert due to the patient reporting of interstitial lung disease and shortness of breath.the reported event of shortness of breath is mostly associated with interstitial lung disease which is not related to the device as per dreamstation 1 hhe. Therefore, the device did not cause or contribute to a serious injury or death. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this updated report will be filed.